Manufacturer narrative:
(B)(4). Chemistry and microbiology analysis results of retained unit from the reported lot are correct and all parameters are within established acceptance criteria. Results obtained do not reveal any anomaly concerning the quality and efficacy of the product related to customer's complaint. A review of the manufacturing records for the reported lot was performed; no relevant incident was observed and all results met specifications. No specific cause for this complaint was determined from the review of the manufacturing records and procedures or the inspection reports. Device history records including manufacturing records and in process controls records, were reviewed and conform. No manufacturing deviations are detected related to customer's complaint. No non conforming materials records related with customer's complaint are observed. Results obtained do not reveal any anomaly concerning the quality and efficacy of the product. All pertinent information available to the manufacturer has been submitted.

Event description:
A female patient reported that she has used blink-n-clean for many years and has been very happy with the product and since the packaging changed, the product doesn't seem the same. Box states same ingredients, but her eyes are not as comfortable as before. She feels the product has changed because prior to the new packaging her eyes felt comfortable while using blink-n-clean. Through follow up with the patient a lot number was provided and the patient stated her eyes were just irritated, but are fine now. A month after receipt of this consumer complaint a report was received from an optometry center regarding this same consumer. It was reported that the patient had been using blink-n-clean lot aa04763 exp. 3/2017. Patient is a long time user of blink-n-clean and went into the doctor's office due to problems with her left eye, where she reported pain and light sensitivity. Patient was concerned that it was a reaction to blink-n-clean. The patient is currently using acuvue oasys astigmatism lenses. She does wear the lens for 1 week straight, (night and day). In further follow up with the optometry center it was learned the patient is being treated for conjunctivitis, allergies and dermatitis on the left eye. She has been given acular prescription (rx). She has visited the doctor twice regarding this issue and is due to return. The contact at the optometry center checked with the doctor and was told the patient threw the bottle away so they no longer have it.